Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02361. Promus element plus clinical study it was reported that angina and in-stent restenosis occurred. In (B)(6) 2013, the patient presented for cardiac catheterization. Subsequently, the index procedure and coronary angiography were performed. Target lesion was a de novo lesion located in proximal right coronary artery (rca) with 99% stenosis and was 38mm long with a reference vessel diameter of 3.00mm. Target lesion was treated with pre-dilatation and placement of a 3.00mmx38.00mm and 3.50x12.00mm promus element plus drug-eluting stents. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient presented due to dyspnea and was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization. Coronary angiography was performed and revealed rca with occlusion in the very proximal portion of the previously placed stents; stents themselves are occluded throughout the entire course of the proximal and mid portion of the vessel. Medical therapy and cardiac rehabilitation were recommended to treat this event as the patient had brisk collaterals. On the same day, the event considered resolved and the patient was discharged on aspirin and prasugrel.